Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he received a new insulin pump yesterday and was assisted with programming the pump. Customer sent the pump back but he is having high blood glucose. Customer stated that he was bolusing but his blood glucose was not coming down. Customer's blood glucose was currently over 500 mg/dl. Customer treated with the pump. Customer's site was a little red. Customer stated that the cannula was straight. Troubleshooting was performed and the pump passed the high pressure test. Customer was advised to do a complete set change and monitor his blood glucose and the pump.